Event description:
It was reported that balloon rupture occurred. The patient presented with peripheral artery disease (pad).the 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at a nominal pressure, the balloon ruptured. The procedure was completed with a different device. There were no patient injuries reported.

Manufacturer narrative:
(B)(6).